Event description:
The customer reported one erroneously elevated troponin (access® accutni¿) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access® accutni¿ assay used in conjunction with the access® 2 immunoassay system. The erroneous result was released from the laboratory. The customer was uncertain if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. Two additional samples were collected from the patient one hour following the initial result and generated lower results (on the original and an alternate access® 2 system, respectively), within the normal reference range of the assay. Quality control (qc), on all three levels, was within specification on the day of the event and following the incident. System check was within specification prior to and after the event. The patient's sample was collected in a lithium heparin tube and centrifuged at 3,200 rpm (rotations per minute) for seven minutes. The sample was processed in a 0.5 ml cup. The customer indicated the patient's sample was in good quality. There was evidence of system issues. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.